Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, fold creases, and wear abrasion. A leak test was performed and two openings were found. A microscopic analysis identified a curved striated opening on the radius side assessed as surgical damage and a sharp curved opening on the posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crease sharp opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.